Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic, de novo and severely calcified lesion was located in the severely tortuous distal left anterior descending (lad) artery. Vascular access was gained through brachial artery. The quantum maverick mr 12mm x 2.5mm balloon catheter was advanced to the lesion for post-dilatation of an unspecified stent and inflated multiple times. The balloon ruptured at 12atms. The procedure was completed successfully with a different device. There were no patient injuries or complications. The patient's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.